Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 417 mg/dl and they noticed that the infusion set being wet due to leak. Customer was treated for high blood glucose with bolus using insulin pump and by changing infusion set. Customer declined to proceed with troubleshooting and stated that high blood glucose caused by leaked infusion set. The insulin pump will not be returned for analysis.